Event description:
It was reported that the patient has expired, due to unknown reasons. No further details were provided. The date of patient's death and implant duration are unknown.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Event description:
A caller reported his girlfriend experienced loss of consciousness and after she regained consciousness, a reading of 234 mg/dl was received on the caller's blood glucose meter. The caller also reported a reading of 283 mg/dl received at 4:09 p.m., and when the paramedics arrived, approximately an hour later, they obtained a reading of 57 mg/dl. The paramedics reportedly gave a soft drink with sugar to the caller's girlfriend. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.